Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The lesion being treated was in a severely calcified vessel. The 2.25x8mm nc quantum apex balloon catheter was advanced to the target lesion and inflated to 'about rated burst pressure' when the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).